Event description:
It was reported that during a ptca procedure of a lesion in a cto mid rca, the guide wire passed the lesion, but could not reach the distal rca. Upon removal of the guide wire, the distal part of the guide wire was noted to be broken. The broken part of the guide wire remained in the pt.